Event description:
It was reported that part of the usb cable broke off inside the port resulting in the customer not being able to charge the pump battery. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.